Event description:
Underwent open repair for right inguinal hernia on (B)(6) 2018. At week one post-op, developed seroma, began "spitting sutures", poor wound healing. Suspected recurrence of hernia. Confirmed recurrence of hernia (5 mm wall defect with 4 cm herniation) at site of previous repair by CT scan on (B)(6) 2018. Underwent second hernia repair on (B)(6) 2018. Surgeon advised that she observed inflamed tissue with poor healing. Surgeon was unable to maneuver tissue back through wall defect and had to excise tissue. Suspected the failure was due to the vicryl sutures used in the initial surgery. She did not use vicryl sutures in the subsequent surgery and healing is progressing well.